Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). It was reported that the patient passed away on (B)(6) 2016. The cause of death was metastatic cancer complications. It was reported that the death was unrelated to the device or procedure.

Manufacturer narrative:
Concomitant products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) and a clinical study via a hcp regarding a patient who was receiving as of (B)(6) 2016 hydromorphone 1 mg/ml a t0.10000 mg/day, fentanyl 1000 mcg/ml at 100 mcg/day, bupivacaine 10 mg/ml at 1.000 mg/day and ketamine 1000 mcg/ml at 100 mcg/day via an implantable pump for malignant pain. That same day, on (B)(6) 2016, the simple continuous dose was increased by 50 percent. The patient was then receiving the following doses, at the same concentrations: hydromorphone 0.1502 mg/day, fentanyl 150.2 mcg/day, bupivacaine 1.502 mg/day and ketamine 150.2 mcg/day. It was reported that the patient didn't appear to have a cessation in therapy but did have a seroma, fluid collection, at their midline spinal incision site and at their pump pocket site noted on (B)(6) 2016. The patient had noted painless swelling at the sites on (B)(6) 2016. There was no environmental/external/patient factors provided that might have led or contributed to the issue. Further information indicated the event was not related to the device or therapy but was related to the implant procedure, specifically surgery/anesthesia. Fluoroscopically guided aspiration of the spinal catheter and pump implant site occurred on (B)(6) 2016. The hcp decided to take the patient to surgery. Both incisions, when opened, had a clear fluid that oozed out. The nose of the anchor around the spinal segment had pulled out of the fascia and cerebrospinal fluid (csf) appeared to be leaking out. The hcp pulled out the spinal segment (the 8782 catheter) and anchor. He then closed the hole with suture and implanted a new spinal segment on (B)(6) 2016. The patient's status at the time of this report was listed as "alive - no injury". As far as outcome, it was reported the event was unresolved at the time of "study exit/death/study closure". Further follow-up was conducted to obtain clarification regarding the outcome. The explanted component would not be returned as the customer discarded it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Intervention was noted as fluoroscopically guided aspiration of spinal catheter, and pump implant site on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.